Event description:
It was reported that the needle never deployed the cannula into the skin during activation, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received in the not deployed position. The download data indicates that the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of the second priming sequence without the needle deploying. Inspection of the device found the commutator cap to be contaminated. No successful rerun could be performed. Therefore it could not conclusive be concluded if the found contamination caused the observed rotational sensor issues. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.